Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were discarded by the medical facility. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7081668, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-4316, batch/lot number: (B)(6), model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).